Event description:
It was reported that the patient presented in clinic the day after implant for a pre-discharge check. Upon review, it was discovered that the right ventricular lead exhibited undersensing and low r-waves causing inappropriate pacing, low impedance, high capture thresholds. An x-ray confirmed loss of slack on both leads and the generator appeared to have migrated overnight. A revision was performed successfully for the right ventricular, right atrial leads and the pacemaker. There were no patient consequences.